Event description:
The customer reported having problems with his blood glucose levels for the past month. The customer stated he is a very brittle diabetic, and has low blood glucose unawareness. The customer reported that he woke up in the hospital twice this month due to low blood glucose levels. The customer also stated that he sometimes experiences high blood glucose levels, as if the insulin pump was not delivering any insulin. The customer declined troubleshooting as the insulin pump was working fine currently. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.